Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post implantation of an intraocular lens (iol) the patient experienced blurred vision at distance/near, glare, refractive error and iol exchange. Post implantation after 40 days the lens was replaced with other lens. Additional information was requested.